Event description:
It was reported during a laparoscopic hernia report two ems instruments jammed when firing. The case was finished with a third stapler. There was no consequence to the patient. The hospital has been inserviced not to dry fire this instrument. The surgeon has used the ems for over two years. 06/05/97 the staff placed all three ems instruments into the biohazard bag for return and analysis.

Manufacturer narrative:
Based upon the visual examination and functional testing, instruments a and b possibly jammed due to twisted staples in the nose. No conclusion could be reached as to how the staples became twisted. No functional test could be performed on instrument c because it was empty. Co reviews each incident as it occurs in an effort to continuously improve co's products and process.